Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The pump was not returned for investigation. The root cause of the delivery issue was most likely patient condition related, the patient had smalls vessels and small stature as per the clinical description. In accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The user facility reported a 36-year-old female undergoing cardiac surgery was to be implanted with an impella 5.5 device for mechanical circulatory support. The team attempted to deliver the 5.5 pump, however, there was anatomic limitations and the impella 5.5 failed to deliver. Instead the team allowed for an impella cp and extracorporeal membrane oxygenation to be placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.